Event description:
A 4.5mm narrow lcp plate, implanted with both locking screws and cortex screws, is pulling away from the bone at the proximal end. Construct was implanted for a mid-shaft humerus fracture. All implants remain in the pt.